Event description:
The report received from a potential litigation/legal case indicated that the patient suffered serious and permanent injury. It is presumed that the patient suffered stent thrombosis. There is no other information available at this time.

Manufacturer narrative:
Johnson & johnson has been informed of the intent for legal action or potential litigation; there is no other information available at this time. Based upon the attached file, this patient suffered serious and permanent injury. It is presumed that the patient suffered stent thrombosis. The product/s remain implanted in the patient, and are thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Thrombotic events are a known potential adverse event following stent implantation. Based on the limited information provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event.